Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and muscle stimulation. Lead dislodgement and cardiac perforation were suspected and likely caused the observations. This lead was explanted and replaced. No additional adverse patient effects were reported.